Event description:
It was reported that an unspecified bd pen needle was clogged. The following information was provided by the initial reporter: "it was reported that the needle is blocked."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/11/2020. H.6. Investigation: customer returned (3) open 4mm, 32g pen needles without the tear drop label or outer cover. Customer states that the needle is blocked. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. This could cause insulin to not expel properly from the pen needle. Unable to perform DHR check for clog due to unknown lot number. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was clogged. The following information was provided by the initial reporter: "it was reported that the needle is blocked."